Manufacturer narrative:
The review of provided data highlighted: -subject device was implanted on (B)(6) 2011 and had been connected to the xfine lead sn (B)(6) on (B)(6) 2024. -patient passed away on (B)(6) 2024. -in-clinic follow-up took place on (B)(6) 2024. Therefore, the device longevity is at least at least 12 years. No data were provided from the in-clinic follow-up on (B)(6) 2024. We assume that the subject device had not reached the rrt on (B)(6) 2024. -on (B)(6) 2024 the device had reached the eos. The battery curve looks normal. -the estimated mean longevity is provided in the labelling, which is based on pacing conditions and battery capacity given by the battery manufacturer. It is aligned with the 12-year longevity of the subject device. -no aida information available since aida is deactivated at rrt: - upon reception, the device paces, detects and consumes correctly. The device delivers pulses at 70 bpm (859 ms), 1,85 v/0,38 ms in bipolar. The pacing threshold on 16 january was 0,75 v, 100% safety margin for pacing is ensured. The xfine lead was cut and the connector section of the lead still well connected: the visual inspection test shows that the connector pin of the lead protrudes well from the distal ventricular insert, and when we pull on it, it stays in place in the cavity without moving: the mechanical stress test showed that the contacts between the hybrid of the subject device and the connector were satisfactory. Based on the available data, no issue is suspected on the subject pacemaker reply sr sn (B)(6). The subject xfine lead has been cut and the connector of the lead is still well connected to the subject pacemaker. Further analysis on the subject lead cannot be handled since the subject lead was not returned. This case is retained and utilized for trend purposes.

Event description:
The hospital have requested a full report based on the function,diagnostics and trend data to submit to the ongoing post mortem for investigation into the patient's death.

Event description:
The hospital have requested a full report based on the function, diagnostics and trend data to submit to the ongoing post mortem for investigation into the patient's death.